Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that something had spilled in the drawer a while ago and had dried up. It appeared that the liquid had gotten into the contacts and may have caused a short. The customer reported that a user was unable to remove the cubie due to this malfunction. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. A field service engineer replaced drawer 6 tray b to resolve. The fse cleaned the drawer, and the new tray was configured. Functionality was verified using the hardware testing application, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.